Event description:
Review of the patient's programming history found that multiple partial programming events occurred on (B)(6) 2012, which changed the output currents to 0 ma unintendedly. About four hours later, the site tried to program the device again and more partial programming events occurred. The patient left the clinic at 0 ma.

Manufacturer narrative:
Analysis of programming history.